Event description:
This report summarizes one malfunction. A review of the events indicated that model rf048f filter experienced detachment of device or device component. This report was received from a single source. The malfunction involved a patient with no patient consequences. A 49 years old female patient weighs 56 kgs.

Manufacturer narrative:
H10: of the reported four malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80138, 2020394-2019-04311 and 2020394-2020-06534. H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was provided ad reviewed. Therefore, the investigation is confirmed for the reported detachment. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 4 originally reported malfunctions, 3 were reassessed as serious injury and were reported under emdr #s 2020394-2019-00347, 2020394-2019-04311, and 2020394-2020-06534. H10: a complete lot history review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation; however, medical records were provided and reviewed for the malfunction. The investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. H10: g4 h11: b5, g1, h2, h6 (method, results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model rf048f filter experienced detachment of device or device component. This report was received from a single source. The malfunction involved a patient with no patient consequences. The patient was reported as 49-year-old female, weight not provided.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One recovery filter was returned for evaluation. The device was returned with one detached arm. Two feet are missing and were not returned. Therefore, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Medical records were provided and reviewed for one event. Approximately three years post ivc filter deployment, a spine radiology report demonstrated impression of an ivc filter and a possible metallic foreign body or fragment of the ivc filter separate and above the position of the ivc filter at the level of the l1:2 discs. Further findings noted an in place ivc filter at l2-l3 level, and a linear metal strut with a slight dent located above the ivc filter at l1-l2 level which appears to be a displaced strut or piece of the ivc filter. Therefore, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. For the other two events, the devices were not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model rf048f filter experienced detachment of device or device component. These reports were received from various sources. All four events involved a patient with no patient consequences. One patient was a 49-year-old female, weight not provided. Age, weight, and gender was not provided for the other three patients.

Manufacturer narrative:
For one of the four reported events, the device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model rf048f filter experienced detachment of device or device component. These reports were received from various sources. All four events involved a patient with no patient consequences. Gender, age, and weight were not provided for any patients.